Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that rx locking/biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of biliary stricture on (B)(6) 2024. During the beginning of an endoscopic retrograde cholangiopancreatography (ercp) procedure, the doctor passed the scope into the duodenum. Two plastic stents were noted: one in the bile duct and one in the pancreas and the doctor attempted to use a snare to retrieve the stents, but the snare could not advance, indicating a blockage in the scope's channel. The scope was removed, and a hedgehog brush was passed down the channel to investigate the blockage. Reportedly, some debris came out and it appeared to be dirty, it was found that the sponge from the locking device was dislodged and got stuck in the channel. There were no reported patient complications as a result of this event.